Event description:
Information reviewed indicates the valve was abandoned at implant and was replaced intra-op when valvular regurgitation was noted. No additional consequence reported for the patient.